Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose running between 300 mg/dl to 500 mg/dl and the current blood glucose of the customer was 375 mg/dl. Customer other blood glucose value was 347 mg/dl. Customer inserted a sensor last night and in the middle of the night it lost signal alarm. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.